Manufacturer narrative:
Evaluation codes: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "an exchange from textured to smooth breast implants due to the patient¿s concern with the product".

Event description:
Patient reported left side "an exchange from textured to smooth breast implants due to the patient¿s concern with the product", "pain", and "lumps". Health professional provided diagnostic testing which reported ¿benign appearing calcifications are present in the left breast". Patient representative reported the patient had ¿painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿, ¿suffered aggravation of underlying conditions including emotional distress and anxiety¿, ¿swelling¿, ¿paresthesia¿, ¿loss of quality of life and depression¿, and ¿dehiscence of right axillary site¿. Plaintiff has not been diagnosed with bia-alcl. Patient representative noted non-device related events as follows: ¿chronic headache¿ and ¿loss of sexual intimacy¿. The device remains implanted.